Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. There are four failed devices associated with this event. These devices are captured in medwatches with patient identifiers (B)(6), (B)(6), (B)(6), and (B)(6). This medwatch is for the patient identifier (B)(6). The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, during an unknown therapeutic procedure, four of the devices from the same box failed inside the patient one after another while clipping for the bleeding occurring during procedure. The failure of the devices was evident immediately upon use. The devices were not closing and releasing correctly. Any broken parts that fell into the patient body were retrieved. There is no harm or adverse impact to the patient; status of patient post procedure is fine. A competitor device was used to continue the procedure to completion. There was an unspecified delay in the completion of the procedure as four devices were tried and failed. However, the delay was not considered to be clinically relevant by the surgical team. The devices had been inspected prior to use with no anomaly noted and considered as fine to use. The operator is a regular user of this device. The user was concerned about the durability of the device and the difficulty that could have been created had alternate brand devices not been available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation and correction to d9/h3 of the initial medwatch. The device was returned to olympus for inspection, and reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is considered that the trigger effect was not obtained. Also, since the joint between the hook and clip arms became loose, the clip pipe and hook and clip arms interfered with each other. Based on the previous replication testing results, a likely factor causing the loose joint between the hook and the clip arms might be the following: -since the operating portion was rotated while the clip was placed inside the sheath, a rotational force was applied to the joint between the hook and the clip arms. - a force was applied near the distal end of the clip arm. This lifted the rear end of the clip arm. The event can be detected/prevented by following the instructions for use which state: ¿operation of this instrument is based on the assumption that open surgery is possible as an emergency measure if the clip cannot be detached from the instrument or if any other unexpected circumstance takes place. In this case, refer to chapter 14, ¿emergency treatment¿ ¿do not withdraw the instrument forcibly or change the angulation of the endoscope when the clip is grasping the tissue and is not released. Doing so may tear tissue inside the body cavity, resulting in patient injury, such as perforation, bleeding, or mucous membrane damage. Do not angulate the bending section of the endoscope or withdraw the instrument from the endoscope while the clip is grasping the tissue before being released. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage. Do not try to forcibly withdraw the instrument from the endoscope if the clip cannot be detached from the instrument. Forcibly withdrawing the instrument could cause patient injury such as perforation, bleeding, or mucous membrane damage. Should the slightest irregularity and/or breakage of the parts be suspected, withdraw the instrument from the endoscope immediately according to the steps of ¿withdrawing the instrument from the endoscope¿ on page 10. Otherwise, perforation, bleeding, or mucous membrane damage may result. Olympus will continue to monitor field performance for this device.